Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used during a dilatation procedure performed on (B)(6), 2020. According to the complainant, during preparation, the balloon was delivered to the surgical table, and at the time of use, it was noticed that the balloon had a hole. The procedure was completed another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event. Investigation results revealed that the balloon had a pinhole; therefore, this is now an MDR reportable event (see block h10 for investigation details). **additional information received on (B)(6), 2020** reportedly, the procedure was performed in the billiary duct.

Manufacturer narrative:
Additional information: block b5 block h6: problem code 1504 captures the reportable investigation result of balloon pinhole. Block h10: investigation results visual examination of the returned complaint device found the balloon did not show visual defects and looked normal. No damage found on the catheter of the device. Functional analysis was performed, and the balloon was inflated without a problem; however, the balloon would not hold pressure due to a pinhole in the proximal section on the body of the balloon. This failure is likely due to factors encountered during the procedure, such as handling or manipulation during the during initial use or during procedure that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
(B)(4). Investigation results: visual examination of the returned complaint device found the balloon did not show visual defects and looked normal. No damage found on the catheter of the device. Functional analysis was performed, and the balloon was inflated without a problem; however, the balloon would not hold pressure due to a pinhole in the proximal section on the body of the balloon. This failure is likely due to factors encountered during the procedure, such as handling or manipulation during the initial use or during procedure that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material and assembly requirements.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used during a dilatation procedure performed on (B)(6), 2020. According to the complainant, during preparation, the balloon was delivered to the surgical table, and at the time of use, it was noticed that the balloon had a hole. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event. Investigation results revealed that the balloon had a pinhole; therefore, this is now an MDR reportable event.